Manufacturer narrative:
Visual inspection performed on 23 november 2017: the bayonet drill was broken, the cause of the breaking might be an excess of flexion during its use.

Event description:
During the surgery the drill bit broke in two pieces. All pieces were recovered. No patient harm and no delay in the surgery. The surgery was completed successfully.

Manufacturer narrative:
On 24 october 2017, hpf provided a document review reporting as follows: batch released on date: 17/01/2017 n. Of pieces released: (B)(4). Comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. We received other complaint for this batch. Conclusions: there aren't non conformity elements in the document review. Inspection: analyzing the available picture, the drill broke in 2 pieces. Conclusion: we suppose that the rupture could be caused by a drill flexion during the use which led to the drill breakage. The medical affairs commented as follows: during surgery the drill bit broke. According to the report, all the pieces were recovered and no delay in surgery was recorded. Hence, in this case, the clinical evaluation is not due. On 08 november 2017 the r&d project manager provided a preliminary investigation and commented as follows: the bayonet drill was broken, the cause of the breaking might be an excess of flexion during its use.

Event description:
During the surgery the drill bit broke in two pieces. All pieces were recovered. No patient harm and no delay in the surgery. The surgery was completed successfully.